Manufacturer narrative:
(B)(4) stent partially deployed. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used within the same patient. Refer to manufacturer report # 3005099803-2016-00940 and 3005099803-2016-00924 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2016, that two wallflex biliary rx uncovered stents were to be used to treat a 2 cm malignant stricture in the common hepatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous. During the procedure, the physician fully deployed a wallflex biliary rx stent (the subject of MFR. Report# 3005099803-2016-00940); however, the stent did not release from the catheter. Consequently, the catheter was difficult to remove. The stent was removed from the patient fully deployed on the delivery system. A second wallflex biliary rx stent (the subject of MFR. Report# 3005099803-2016-00924) was then used. This stent was able to partially deploy; however, the catheter would not slide to open up the stent and it was noted that the was catheter kinked. The second wallflex biliary rx stent was removed from the patient partially-deployed on the delivery system. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.